Event description:
Genie vial access device broke in half while inserting it into a vial.======================health professional's impression======================defective device, which broke in half.